Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl and loss of consciousness; cause was unknown. Customer was transported via paramedics to the emergency room (ER). Reportedly, customer consumed a peanut butter and jelly sandwich prior to paramedics arriving and received intravenous fluids of saline while in the ER. Customer was released from the ER on 04/14/2024 with the issue resolved and no permanent damage. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.